Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the right ventricular lead exhibited undersensing. The lead was repositioned and when tested, loss of capture was noted. The was explanted and replaced.